Manufacturer narrative:
The technician found the caster could no longer be adjusted. The technician replaced the right head end brake caster and adjusted the brake to repair the bed.

Event description:
Info rec'd indicates the right head end caster moves slightly when in brake.